Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found by visual examination, full breached outer insulation degradation distal to connector boot.

Event description:
This report is to advise of an event observed during analysis.